Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No meter replaced at this time. Replaced test strips only. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(basement). Test strip (B)(4). Note: unable to contact the customer via telephone at call backs on 06/29/2017,06/30/2017 and 07/03/2017. Product notification letter sent to customer to contact customer care. (B)(4).

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Son is calling on behalf of the customer. The e-3 error occurred when the blood sample was absorbed. The customer's expected fasting blood glucose test result range is 200 - 215 mg/dl. During the call on (B)(6) 2017, the customer reported feeling hungry, body feeling warm and feeling dry mouth. Customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 231 mg/dl using truemetrix meter. Customer was comfortable with the result. Customer stores strips in the basement. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.